Event description:
It was reported when using the bd microtainer® quikheel¿ preemie lancet there was a sterility issue. The following information was provided by the initial reporter and translated to english. The customer stated: "a black stain was found on a package."

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary "material #: 368102. Lot/batch #: 2168101. Bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. The customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as grease was found on the outside of the packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to the gripper in the manufacturing process not being properly cleaned. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd microtainer® quikheel¿ preemie lancet there was a sterility issue. The following information was provided by the initial reporter and translated to english. The customer stated: "a black stain was found on a package."